Manufacturer narrative:
The complaint of a leak in the catheter is unconfirmed. During functional testing no leaks were observed emanating from the catheter. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. The complaint incident could not be replicated in the laboratory setting. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
When they attempted to infuse, they noticed saline come out of the insertion site. They suspect a leak in the catheter.